Manufacturer narrative:
Initial and final MDR 1912439 - MDR 3003442380-2024-14177 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion set fell off events on 17-may-2024, 19-may-2024, 22-may-2024, 28-may-2024 and 5-june-2024 . Patient replaced infusion set and resumed insulin successfully. No further information available.